Event description:
Healthcare provider reported right side, no complaint against the device. Healthcare professional later reported right side deflation. Device has been explanted.

Manufacturer narrative:
Email: (B)(6). Based on the device analysis grid, the assessments of the complaint are: deflation: observed, total delamination of valve assessed as adhesive failure and one opening on anterior side assessed as surgical damage. Additional observations: crease fold is observed. Yellow particles in shell are observed. Total delamination of plug strap disk shell assessed as adhesive failure. No further actions are required as the device was implanted. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.